Event description:
A doctor's office alleged that the cement was setting up too quickly for two (2) patients. This is the first of two (2) reports.

Manufacturer narrative:
To date, the patient is fine. The doctor had cleaned the cement out of the crown. He cemented the crown on using a new syringe of maxcem elite, without further incident. The lot number 4720553 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.